Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will not be returned to the manufacturer for evaluation. Investigation is in-process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the zimmer dermatome hand piece was used with an integra dermatome blade for skin graft procedure caused patient injury. Skin graft was to be taken from patient's thigh. Blade caused wound to donor site, patient's thigh, including the femoris muscle. Correct blade attached to hand piece and procedure completed. Zimmer blade is to be used only with the zimmer hand piece; however integra blade fits into zimmer hand piece, additionally the zimmer blade and integra blade look similar, packaged similarly and they were stocked in the or in the same location. To note the zimmer blade does not fit into the integra handle.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the device was used with an integra dermatome blade for skin graft procedure and caused patient injury. The customer did not return an air dermatome device, serial number unknown, for evaluation. The device history record (DHR) review was not performed since the customer did not provide the serial number. Without a serial number, there is no way to track the device back to the associated lot number. It is unknown if the device has been previously repaired since the customer did not provide the serial number. Product review of the air dermatome by zimmer biomet surgical was not performed due to the device not being returned for evaluation at the time of this investigation. Per the customer, the device would not be returned since the device is still in use. Zimmer biomet surgical did not perform repair of the air dermatome due to the device not being returned for evaluation at the time of this investigation. Per the customer, the device would not be returned since the device is still in use. The reported event 'the device was used with an integra dermatome blade for skin graft procedure and caused patient injury' was not confirmed since the device was not returned for evaluation. The cause of the integra dermatome blade being used on the zimmer biomet dermatome was due to user error. The root cause of the integra dermatome blade being used was due to the customer getting confused over the different blades since the zimmer biomet blades and integra look similar and are packaged similarly per the customer's statement. The customer stated that both blades are stored in the operating room in the same location. Based on the information that was provided the root cause of the reported event could not be specifically determined. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
No additional information received.